Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds. The pacing thresholds have been high for a lot time. The lv dislodged at some time in the past. The dislodgement was confirmed via fluoroscopy at the time of device change out. The lv lead was surgically abandoned and a new lead was placed. No additional adverse patient effects were reported.